Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
On 11/04/2009: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc dirty. Spc pin 1 was contaminated with blood. If any additional information is available, the FDA will be notified in a follow-up report. At this time, we consider this matter closed.